Manufacturer narrative:
The device was modified surgically. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that after the recent implant of this cardiac resynchronization therapy defibrillator (crt-d) , it was determined that the left ventricular lead was plugged into the right atrial (ra) lead port in the device header, while the non-boston scientific ra lead was plugged into the lv lead port in the header. Surgical intervention was performed to correct the lead position in the header. During the procedure, the physician decided to electively explant the lv lead, and replaced it with a non-boston scientific lv lead in the correct lead port. No adverse patient effects were reported.